Event description:
The customer reported being hospitalized due to low blood glucose of 17 mg/dl. The customer was experiencing unexplained low glucose for two days. Troubleshooting was performed. The events leading to her admission was high basals and stress. The customer's most recent glucose reading was 128 mg/dl, and she has treated with food. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.